Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and outcome could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log files were submitted for review. No autopsy was performed, and the device was not explanted. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including sepsis and death. Although only sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's driveline infection started on (B)(6) 2021 (MFR #: 2916596-2025-04106).

Event description:
It was reported that the patient passed away due to sepsis on (B)(6) 2025. The source of infection was unknown, although the patient had a known driveline infection. The outcome was not device or therapy related. An autopsy was not performed, and the device was not explanted. According to the ventricular assist device (vad) coordinator, the patient came in septic and was treated with intravenous (IV) antibiotics. The patient started having persistent low flow alarms. The point of care ultrasonography (pocus) showed a small left ventricle cavity on left side. The patient was on levophed. The clinical symptoms identified were rigors, and methicillin-resistant staphylococcus aureus (mrsa) bacteremia. The patient was already do not resuscitate (dnr)/do not intubate (dni) prior to admission. The patient's family did not escalate care and focused on comfort care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.